Manufacturer narrative:
Summary of event: as reported, during inspection of the device, prior to an unspecified procedure the following day, foreign matter was noted in a performer introducer's package. The foreign object was approximately the size of a grain of sand. The product was not opened or used. Another sheath was used to complete the procedure. There have been no reported adverse effects to the patient. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation. Foreign matter was noted inside the sealed package. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. The product IFU states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ the information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured out of specification; however, there is no evidence of additional non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing and quality control deficiency contributed to this event. The appropriate personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
G4: PMA/510(k) number = k171999. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during inspection of the device, prior to an unspecified procedure the following day, foreign matter was noted in a performer introducer's package. The foreign object was approximately the size of a grain of sand. The product was not opened or used. Another sheath was used to complete the procedure. There have been no reported adverse effects to the patient.